Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is for the battery cap alone.

Event description:
On (B)(6) 2017, it was reported that the battery cap had stripped threads. There was no power issues and no damage to the battery compartment reported. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit. This complaint is for the battery cap alone.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the battery cap was damaged: the removal slot on battery cap is stripped/damaged. No other external component issues were observed.